Event description:
During the pre-use test of the catheter, no problem was found. The device was inserted into the artery without any problems. During the distal femoral artery embolectomy (# of attempts are unknown), the balloon separated from the lumen and it remained inside the vessel. According to the physician, there was strong resistance during the embolectomy procedure. The physician left the balloon inside the patient body. The operation was completed by putting the stent in sfa. No health damage to the patient happened. The physician recommended removal of the balloon from the artery, however, the patient did not agree and therefore the physician left the balloon.

Manufacturer narrative:
We have received the device for evaluation and were able to verify the failure. We found the lumen of the complaint device was kinked in multiple locations and elongated. The most probable root cause of the failure is excessive force used during the procedure. It is possible that the patient's tortuous anatomy and/or calcified plaque may have contributed to the failure. The IFU warns to exercise caution when encountering extremely diseased vessels since arterial rupture or balloon failure due to sharp calcified plaque may occur. A lot history investigation was performed. The device history record review did not reveal any discrepancies related to the complaint event during either the manufacturing or the packaging processes.